Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) balloon was not inflating while turned on. Once customer changed the compressor the equipment went "hay wire." There was no patient involvement.

Manufacturer narrative:
Additional information: e3 is unknown (initially it is submitted as "other healthcare professional") & tel - (B)(6). It was reported the cardiosave intra-aortic balloon pump (iabp) balloon was not inflating while turned on. Once customer changed the compressor the equipment went "hay wire." There was no patient involvement. A getinge field service engineer (fse) completed calibration, safety, and functionality checks as per the service manual and passed to factory specifications. Returned to the customer and released for clinical service. He also remarked that leak was found and corrected while doing pm. Another remark on unit was, when he ran into problems called us to get unit back up battery test is being done by bio-med.